Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a meal announcement while the dexcom g6 was in warmup and reconnection to the ilet was pending, with a documented low of 45 mg/dl lasting about 30 minutes and correction with oral glucose (12 oz of juice). Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included troubleshooting and education with guidance to reconnect when glucose returned to the user¿s normal range. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.